Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is deformed/twisted. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a distributor discovered a variety of instruments with unspecified defects during a routine inspection. There was not a patient present at the time of inspection. The manufacturer found a polaris plug driver with a deformed tip during their investigation.